Event description:
Reporter indicated a vns patient had vns lead pin re-insertion surgery on (B)(6) 2005, several months after initial implant on (B)(6) 2005. The generator was recently replaced prophylactically. Attempts for further information are in progress.